Event description:
It was reported that the tubing of a continu-flo set was sliced. This issue was identified after opening the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured on march 2022. H10: the device was received for evaluation. A visual inspection was performed which observed a cut in the tubing. The reported condition was verified. The cause of the condition was determined to be, the tubing was cut by the packing machine during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.